Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. The dose and concentration were unknown. It was reported that the patient showed up at the emergency room (ER) on (B)(6) 2017 exhibiting signs of baclofen withdrawal including irritation and increased spasticity. An ER nurse tried to aspirate the catheter but could not get fluid from the side port. The healthcare provider (hcp) decided to take the patient to surgery. The hcp tried to aspirate the side port in surgery, then tried to aspirate directly from the pump connector, then finally cut off the pump connector and tried to aspirate directly from the pump segment catheter. When he could not get flow, he tied off the existing catheter and implanted a new ascenda catheter. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered baclofen with concentration 2,000.0 mcg/ml at a simple continuous dose rate of 156.5 mcg/day as of (B)(6) 2017. Update/correction: the previously applied conclusion code is no longer applicable. The results code and conclusion code is applicable to the pump and catheter components. The patient code was not previously coded in error and was therefore added to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8596sc lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: product type catheter correction: device code (B)(4) should have been applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported they were first notified by the physician of the event two hours before surgery. It was not determined why the catheter would not aspirate. Additional information received from a consumer (patient¿s family member) reported when the patient got out of surgery on 2017 (B)(6) [see manufacturer report number: 3004209178-2017-19149], they started him at ¿300¿ and gradually turned his dose up along with oral baclofen. Two weeks after, he was up to ¿900¿, and they stopped the oral baclofen. The patient was at ¿900 mcg/ml¿ of baclofen when he had the second surgery. The consumer gave numbers, but she didn¿t distinguish between concentration and dose, and she gave the numbers she thought. On 2017 (B)(6), the patient was in bed thrashing and hurting himself, and there was blood everywhere. It was unknown if the change in therapy/symptoms was sudden or gradual. The patient had surgery and had the catheter left in the ventricle. They placed a new catheter between c1 and c2 on the other side. The consumer said a nurse mentioned they could maybe have the patient set up to do boluses, so he could keep the catheter space open. The patient¿s situation was being addressed by the hcp.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The 8596sc catheter was returned, and analysis found a user related hole in the catheter body. The 8709sc catheter was returned, and analysis found no significant anomaly and/or explant damage - testing was acceptable; the catheter was returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the baclofen pump was carefully disconnected from the previous intrathecal catheter and no spinal fluid flow was identified. It was reported that there was some tissue obstruction which was removed by suction aspirator however the spinal fluid flow was average extremely sluggish at this point and it was decided the patient required a new implantation. It was reported that the patient's symptoms had resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on 2017-nov-30. It was reported that the healthcare provider was not happy with how the patient was doing with his pump following the revision. It was stated that they are choosing to ween him off of intrathecal baclofen and eventually explant the pump. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's mother was not happy with the results of the therapy. It was reported that the rep was told on (B)(6)2017 that the pump had been explanted "about a week ago"/"sometime last week." The rep was not present at the explant. It was noted that the pump was to be returned to the manufacturer for analysis. No further complications were reported. Correction: the previous report indicated that it was the healthcare provider was not happy with how the patient was doing following the pump revision. However, upon review, it was initially reported that the patient's healthcare provider "stayed the daily is not happy with how the patient was doing¿" it was clarified that "daily" was a typo, and it was the patient's mother who was not happy with the results of the therapy.